Manufacturer narrative:
The investigation was completed on 10-feb-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31187868lb and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced pulmonary edema that required prolonged hospitalization and possible blood transfusion. The patient had a pulmonary edema discovered at the end of the case. The appearance of blood in the intubation tubing was noticed and the patient was provided with protamine to reverse heparin effects, also excess blood was suctioned and there was a possible blood transfusion (but was not confirmed). The patient was in stable condition as per the caller¿s last known status. All the devices from biosense webster, inc. Used in the procedure had been removed. The physician had noticed higher pressure on the left atrial cavity at the beginning of the case. There was no issue with the ngen pump. Additional information was received. Physician's opinion on the cause of the adverse event is patient condition / procedure. The patient is improving but required extended hospitalization.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).